Event description:
Customer reported a malfunction with malfunction code 9 displayed on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump by providing step-by-step instructions, including charging the pump and reloading the cartridge. After the reset, the malfunction code did not recur, and the customer was advised to call back if the issue reappeared. The customer acknowledged and understood the instructions.